Manufacturer narrative:
One device was returned for repair. There were no previous repairs noted in the last 12 months. Review of event history found a plunger alarm. Functional testing confirmed the reported issue. The pump was recalibrated. The repair was validated by using onboard performance testing: the pump passed all validation tests.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device would not recognize the 1 and 3 milliliter (mils) syringes. There was no patient involvement.